Event description:
It was reported that the pouch was found open before use. The pouch was taken out of the outer plastic bag and the customer noted that half of the inner pouch was opened. No other details were provided.

Manufacturer narrative:
H3: evaluation summary: customer report that "pouch was found open" was confirmed. As received, the tamper seal of the shelf box was broken. Both the packaging pouch and packaging tray of the device were found opened as received. Traces of sealing material were found on the packaging tray. No other visual damage, contamination, or other abnormalities were found to the device. Photo provided appeared consistent with lab findings. H10: additional manufacturer narrative: updated sections d4 (expiration date), h3, h4, h6 any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. Per product evaluation, traces of sealing material were found on the packaging tray, indicating that the device had been sealed at one point. However, because the pouch was found open after clinician had opened the outer packaging, it is unknown if the seal was compromised during supplier manufacturing processes, edwards¿ kitting, or device shipping. Neither a supplier not an edwards¿ issue can be confirmed at this time. Per the instructions for use (IFU), "do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open." In this case, the root cause cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional information has been requested. However, there is currently insufficient information to determine the root cause of this event. The subject device has not been returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the pouch was found open before use. The pouch was taken out of the outer plastic bag and the customer noted that the pouch was open. No other details were provided.